Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as "whistling" or "hissing"? If so, did the "noise" prevent insufflation? Please describe the noise. Hissing . Was there a drop in pressure? No if yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Yes. Was a device inserted in the trocar during the leaking? No if so, what device? Was any torque being applied to the trocar or device? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device leaked co2 when the instrument was removed. The problem did not affect the visibility of the surgeon. The same device was able to be used to complete the procedure. There was no adverse consequence to the patient. Device was discarded.